Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
It was reported that the intraocular lens (iol) had a ripped haptic and was cut out for removal. The incision was enlarged to an unknown size and sutures were not required. Additional information was requested but not received.